Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected new battery. Customer¿s blood glucose was unknown at the time of incident. Customer also stated that the insulin pump rewinds louder. The customer also stated that insulin pump screen was scratched which makes hard to read the screen. Troubleshooting was not performed. The insulin pump will not be returned for analysis.